Event description:
It was reported that an ilet user experienced a failure to initiate scanning of a newly applied libre 3 sensor using the ilet app on a samsung phone, with the app remaining on the prompt to hold the phone near the sensor until troubleshooting was performed. Symptoms included no glucose data acquisition due to the scan not progressing. Outcomes included no alerts or alarms, no adverse clinical effects, and no medical intervention or hospitalization. Investigation included guided troubleshooting by customer support. Investigation of this case revealed that force closing and reopening the ilet app restored normal sensor communication and scanning, consistent with an application-level scanning error rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was software interaction requiring app restart.